Event description:
It was reported that a patient received a minicap that was completely dry. However, it was reported that there was some color on the sponge. The reported issue was discovered prior to use. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 27 of 45.

Manufacturer narrative:
(B)(4). The lot was manufactured 10/10/14-10/14/14. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.